Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. The company representative was with the patient on (B)(6) 2020 and their pump was currently alarming due to empty reservoir. In (b0(6) 2020, due to covid, the pump refill was cancelled, and the pump has not been filled since then. The patient was having constipation with the therapy in that same timeline, so was electively having the pump removed on (B)(6) 2020. Assistance with silencing the pump alarm was requested. The pump was administering dilaudid with concentration 10 mg/ml at a dose rate of 1.803 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 1.8 mg/day via an implantable pump for spinal pain. It was reported that the patient had been hearing an alarm for the past couple months. The patient went to her primary care physician (pcp) on (B)(6) 2020, and the doctor confirmed that it was her pump alarming. The company representative was notified on 2020-oct-30 about the pump alarming. The company representative had interrogated the pump, and made the managing physician aware of the empty pump. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient skipped her pump refill when covid started and she decided she didn¿t want to keep the pump. The patient's plans were to get the device explanted, and was attempting to get an appointment, but did not have one scheduled at this time. The patient was trying to follow-up with their managing physician to get the pump explanted. No surgical intervention had occurred, and it was unknown if surgical intervention was planned. The issue was not resolved as of 2020-oct-30. The patient was without injury regarding their status as of 2020-oct-30. No further patient complications have been reported as a result of this event.